Event description:
Aventis case ID: (B)(4). Initial info was received from a consumer on (B)(6) 2009: a female consumer was injected with poly-l-lactic acid (sculptra, lot# and expiration date not provided) and reported that her face was disfigured a year and a half ago ((B)(6) 2008). She was out of work for a year. No further relevant info was reported.